Manufacturer narrative:
Patient identifier - unknown. Age & date of birth - unknown. Patient sex - unknown. Weight - unknown. Ethnicity - unknown. Race - unknown . Expiration date - august 2017. UDI - not applicable. Operator of device - unknown. Implanted date: device was not implanted. Explanted date: device was not explanted. Initial reporter name - mr./ms. (B)(6). Phone number - unknown. One used and one unused were received and subjected to visual inspection. Based from the results of our investigation, the root cause of the problem could not be confirmed to be related to our product or process. The used sample received had a hole on the catheter tube that may have been punctured during insertion. On the other hand, verification of the unused sample showed no defect that may cause leakage. Verification of retention samples revealed no defects found such as scratches, split, crack, stick out, holes and wrinkles on catheter tube that could lead to the complaint. As observed in our simulation, normal insertion of IV catheter into the dummy arm will not cause any hole, scratch, dent, damage that may lead to leakage. It is also stated in our IFU, "do not attempt to reinsert a partially or completely withdrawn needle". Our products have undergone series of inspection and verification. Defects such as broken catheter tube can be easily detected thru our process. Lot was inspected 100% and no similar defect was reported. Also, we conduct in-process and outgoing inspection prior shipment and no nonconformities related to hole or leakage was reported. Nevertheless, we will still continue to conduct maintenance and check our process conditions to assure the quality of our products. This report was reassessed during an internal audit and deemed reportable based upon the device malfunction could potentially result in IV catheter breakage of the distal end and/or retention in patients if to recur. (B)(4).

Event description:
The user facility reported blood leakage from the middle portion of the catheter. The usual procedure was conducted and when the penetrated needle was removed from the patient, blood leaked from the middle portion of the catheter.